Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5. Xtw (lot: 40815r1042) was placed first in a commissural anterior/septal position. Tension was noted on the leaflet after release. A second clip xtw (lot: 40815r2076) was then placed central anterior/septal. After release of this second clip, the anterior leaflet detached from the first clip (single leaflet device attachment (slda)). No tissue damage was observed. A third clip was then placed to stabilize the slda. The procedure ended with tr reduced to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip migration appears to be related to challenging patient anatomy (gap between leaflets). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.